Event description:
Event description cpi received information that this patient has received numerous inappropriate shocks due to noise as a result of the is-1 pin fracturing(this was apparent on x-ray). The physician decided to implant a new rate sensing lead and to cut the is-1 lead beyond the fracture and repair it with glue. At the repair procedure, erosion of the insulation was noted.